Event description:
This lead was explanted due to dislodgement. A new biotronik vigil lead was implanted.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. (B)(4) 2012 - the lead was received on (B)(4) 2012 and was returned to the manufacturer for analysis on (B)(4) 2012. The analysis is pending.

Event description:
This lead was explanted due to dislodgement. A new biotronik vigila lead was implanted.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending. (B)(4): device not returned.